Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Without the product to examine, no determination can be made as to the contributing factors to the reported discrepancy. A cuff-miss can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. A review of the device history record for this lot did not produce any findings relevant to this report. Additionally, 12 sterile unused sterile representative sample devices with the same part and lot number related to this product experience were returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Twelve (12) sterile devices were returned for analysis. The devices functionally tested and all twelve of the devices functioned according to specification, there was no product quality deficiency. A review of the finished device lot history records did not reveal any relevant nonconforming material records for this lot that could have contributed to this complaint. A query of the complaint-handling database was performed for the cuff detachment during testing and there have been no reported experience needle to cuff detachment for this lot.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted after an interventional procedure using a perclose proglide device. Reportedly, the plunger was pushed down on the proglide device and when the plunger was pulled out, the suture did not follow with the plunger exiting the body of the proglide device. It appeared a cuff miss occurred. A second and third proglide device were used with the same results. A fourth proglide device of a different lot was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician was trained in the use of the proglide device. Though requested, additional information was not provided.